Event description:
Information was received from a manufacturer representative (rep). It was reported that a power on reset (por) was seen with an implantable neurological stimulator recharger (insr) on an out of box implantable neurostimulator (ins) prior to surgery. The clinician programmer 8840 was used and was successful in clearing the por, and the device went straight to the lead configuration screen. The insr was tried again and no por was seen. No symptoms were reported as the issue was discovered prior to surgery.